Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am3636 , and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2019 and suture was used. During the procedure, the thread burst, almost hitting the doctor's eye. There were no adverse patient consequences reported. It was not possible to obtain any further information.